Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was no sequestered and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking. A tpn bag was attached to tubing with a filter extension set. The IV tubing was disconnected from the patient's venous access and the luer end of the tubing was secured to one of the needle free valve ports (a practice known as "looping"). When the next nurse reconnected the tpn to the patient's access it was reported that she "disconnected it from the existing filter and connected it directly to the patient" presumed to mean that she mistakenly connected the distal end of the primary set rather than the distal end of the extension set, leaving the extension set open at its female end and resulting in a leak. The filter extension set was left connected to the needle free valve port. Three hours after the tubing was connected, the nurse noted leaking from the filter extension set that was still attached to the needle free valve port. No patient harm or medical intervention occurred. No further patient/event information was reported.